Manufacturer narrative:
Device was not available for return; therefore, no proper evaluation could be performed. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. As a result, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined at this time. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent. Device was not available for return.

Event description:
During implantation, the screw broke off at the shaft. A portion of the screw shaft still remains in the patient's maxilla. No secondary surgery is scheduled to remove the screw shaft from the patient's bone.